Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Troubleshooting was not performed. Customer declined to troubleshoot and advised they experienced a seizure. Customer refused to troubleshoot and refused to received medical attention while visiting the emergency room. The insulin pump will not be returned for analysis.